Event description:
My daughter purchased colored contacts from a beauty supply store. My daughter did not have my permission to purchase these lens and she was given no instruction on the use of these colored contacts. I was under the impression that these contacts were not sold to customers under the age of 18. My daughter proceeded to wear the contacts the evening that she purchased them, and I did not notice that she had them on or even had purchased them earlier that evening. She unknowingly, slept in the colored contacts and it was the next day that she informed me that she had bought the contacts and that her eyes were burning. He symptoms became unbearable and she was taken to the hosp ER. At the hosp, she was told that sleeping in the contacts had scratched her cornea and she was diagnosed with conjunctival. Dose or amount: 1 pair of colored contacts. Dates of use: two days in 2007. Diagnosis or reason for use: cosmetic.